Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, even though pump operated within validated altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to gently clean speaker holes, remove and reconnect cartridge, and wait for insulin delivery to resume; pump returned to normal operation without recurring alarms, and customer received tips for preventing future altitude alarms and acknowledged guidance.